Manufacturer narrative:
Pt demographics unk. Medtronic tech services provided a work around to get the system to work as intended so surgeon could finish the procedure with navigation. No impact on pt reported.

Event description:
Site representative called to report that the surgeon was using spine 1.7, in a fluoromerge procedure. The surgeon were navigating and switched to trajectory views and the probe was inverted and off in space. They logged out, returned to software, had to re-acquired images and re-registered. They were able to proceed to navigate, and complete the surgery, with no impact on pt outcome.